Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the ra lead. The noise could not be reproduced during an office check. Programming changes were made, and the lead will continue to be monitored. The patient was stable before and after the check.